Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.